Event description:
During the surgical implant procedure, two drill bits broke with a portion of one drill bit becoming stuck in the pt's body. The surgeon had to perform a special surgical procedure to remove the broken piece, increasing the surgery time. The surgery was completed without further incident.